Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 210516. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, embedded yellow foreign matter was observed within the needle shield. It was concluded that the foreign material most likely resulted from residue left from the maintenance of the product molding machinery.

Event description:
It was reported that bd needle 21ga 2in had foreign matter. The following information was provided by the initial reporter: we have found a quality error concerning. Per the photos provided there was foreign matter on the cannula.

Event description:
It was reported that bd needle 21ga 2in had foreign matter. The following information was provided by the initial reporter: we have found a quality error concerning. Per the photos provided there was foreign matter on the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.